Manufacturer narrative:
The investigation determined that higher than expected vitros phyt results were obtained from a patient sample using vitros phyt slides on a vitros 5600 integrated system. The most likely assignable cause is related to the matrix of the patient sample. The issue was isolated to one patient sample. Pre-analytical sample handling cannot be ruled out as a contributing factor, as the customer is not following the manufacturer recommendations for centrifugation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The quality control results are meeting expectations for accuracy and precision. In addition, ongoing tracking and trending of complaints has not identified any signals that would suggest there is a systemic issue with vitros phyt lot 2615-0166-9026. A reagent issue can be ruled out as a contributing factor. A vitros phyt and crbm within-run precision test was used to assess instrument performance and the results were within acceptance criteria. An analyzer issue can be ruled out as a contributing factor.

Event description:
A customer reported higher than expected vitros phyt results were obtained from a patient sample using vitros phyt slides on a vitros 5600 integrated system. Patient plasma sample results = 25.4 and 24.8 ug/ml versus expected results of 19.8 and 20.7 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to occur undetected. The higher than expected patient results were reported from the laboratory and a corrected report was later issued. There was no change in treatment based on the results. There was no allegation of patient harm as a result of these events. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).